Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 300 mg/dl, 518 mg/dl, 151 mg/dl and was dropped to 212 mg/dl. The customer reported symptoms such as vomiting and nausea and was treated with bolus. Customer's blood glucose value was 324 mg/dl at time of incident. Customer's current blood glucose value was 449 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Drive support cap appears normal. Customer reports insulin exited at the qr. Customer were able to perform the self-test and displacement test. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.